Manufacturer narrative:
Analysis was completed. No device problem found.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, the pacemaker stopped providing pacing output for more than 10 seconds. The pacemaker was explanted and replaced. There were no patient consequences.